Event description:
It was reported that during a lap adjustable band procedure, a knot was tied in the catheter. The band had re-inflated. A tear was noted on the band. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.